Event description:
Info received indicates the hi/flow function is drifting down.

Manufacturer narrative:
The hi/low drive screw assembly was dirty, causing the h/low to drift. The hi/low drive screw assembly and clutch assembly was cleaned to repair the bed.